Event description:
It was reported that the physician's handheld freezes and they are not able to navigate the screen. The back-up handheld was used so no patient's were affected by the screen freeze. The physician reported that he was able to use the handheld at a later time without any problems. The handheld and software were returned to manufacturer for analysis and they physician was provided a new handheld. The handheld was previously reported as not powering down in MFR. Report # 1644487-2013-03914.